Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported that an internal dialyzer blood leak occurred fifteen minutes after the start of a patient¿s hemodialysis (hd) treatment. The blood leak was confirmed to be visually observed within the dialysate fluid. The machine, a 4008s, alarmed appropriately with a blood leak alert. Blood leak test strips were not used. There was no damage found on the dialyzer. The patient¿s estimated blood loss (ebl) was reportedly 300 ml. There was no patient injury or harm, and there was no medical intervention required due to the blood loss. The patient was able to complete their treatment after being re-setup with new supplies on the same machine. A photo of the dialyzer was provided for review. The dialyzer was not available to be returned for manufacturer evaluation.

Manufacturer narrative:
Correction: a4 plant investigation: the reported complaint was confirmed based on the provided photo. The photo shows an up-close view of the bell housing with the dialyzer connected to the machine. There appears to be a small, localized blood leak originating from a fiber(s). No other damage or irregularities were noted. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Vision systems and blood leak reduction capas are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks. The leak was confirmed due to a potted fiber fragment. The probable causes for this failure are related to the handling of the fiber bundle during production and during the insertion process of the fiber bundle into the dialyzer housing. As fiber fragments/kinks and loops/ broken fibers are caused during the manufacturing process, the probable cause was deemed to be a manufacturing process problem.

Event description:
A user facility reported that an internal dialyzer blood leak occurred fifteen minutes after the start of a patient¿s hemodialysis (hd) treatment. The blood leak was confirmed to be visually observed within the dialysate fluid. The machine, a 4008s, alarmed appropriately with a blood leak alert. Blood leak test strips were not used. There was no damage found on the dialyzer. The patient¿s estimated blood loss (ebl) was reportedly 300 ml. There was no patient injury or harm, and there was no medical intervention required due to the blood loss. The patient was able to complete their treatment after being re-setup with new supplies on the same machine. A photo of the dialyzer was provided for review. The dialyzer was not available to be returned for manufacturer evaluation.